Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Medtronic received information that a patient treated in the inspire s study had a mass effect with deviation of 4mm. Then 3mm on MRI from on (B)(6) 2023. Hi2 seen on MRI from on (B)(6) 20203, decreased to hi1 on CT from on (B)(6) 2023. Nihss score: 22, mrs score: 0. This us a progression of the disease. Event possibly related to index procedure. Conservatively assessed as possible relation to index procedure and causally related to the disease under study. Pre-procedure mtici score: 0. Final post-procedure mtici score: 2c. Additional information received reported there were no symptoms related to the events. No treatment for the events were provided. The adverse events were related to the disease under study. Additional information received reported deviation of 3mm. Additional information was received that the hi1/hi2 was recovered/resolved and the mass effect was recovered/resolved with sequalae on (B)(6) 2023.